Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix&#10242;iliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, when they tried to advance the stent into the bile duct, the distal tip of the stent buckled and would not advance through the stricture. Reportedly, the stricture was tight and the anatomy was tortuous. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.